Manufacturer narrative:
(B)(4). The complaint opt312 optiflow junior nasal cannula is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that a nurse "felt air escaping" from the tubing of an opt312 optiflow junior nasal cannula swivel grip joint during use. When looked at, it was noted that the "circuit had snapped." There was no reported patient consequence.

Manufacturer narrative:
Ps300323 method: the complaint opt312 optiflow junior nasal cannula was returned to fisher & paykel healthcare in new zealand where it was visually inspected. Results: visual inspection of the returned device revealed that the cannula tubing was stretched and damaged at the swivel grip tube joint. Although the tubing was stretched, the metal spring was still intact and attached to the swivel grip. Conclusion: we were unable to conclusively determine the cause of the reported failure. Based on the observed damage, the tube is most likely to have been inadvertently pulled or crushed. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare field representative that a nurse "felt air escaping" from the tubing of an opt312 optiflow junior nasal cannula swivel grip joint during use. When looked at, it was noted that the "circuit had snapped." There was no reported patient consequence.